Event description:
Event: placement of stent in graft. Event details: a 360 degree wire wrap was detected during the procedure. This was corrected by withdrawing the device and reinserting. There was a device rotation present which was, however, less than 45 degrees. A left limb wall stent implanted. The graft was successfully implanted.